Event description:
The customer reported a communication error occurred during maintenance involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.